Manufacturer narrative:
Title: laparoscopic complete mesocolic excision with central vascular ligation for splenic fexure colon cancer: short- and long-term outcomes source: surgical endoscopy (2022) 36:2661¿2670 https://doi.org/10.1007/s00464-021-08559-y received: 17 september 2020 / accepted: 11 may 2021 / published online: 24 may 2021 © the author(s) 2021 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent laparoscopic complete mesocolic excision with central vascular ligation for colon cancer between january 2005 and december 2017. There were 45 patients in the study. Three anastomotic techniques were performed: a functional end-to-end anastomosis was performed with a stapler from another manufacturer in 34 patients, a triangulating stapling technique was performed with a transabdominal stapler in 10 patients, and a double stapling technique was performed in one patient with an unspecified stapler. There was one anastomotic leak in the study group. The staple technique was not specified. This patient died 289 days postoperatively due to septic shock with chronic heart failure.